Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022 , the patient underwent the orif surgery for olecranon fracture. When the surgeon tried 2 times to bend the plate with a bending device for olecranon plates to fit the plate to the bone shape, the plate broke at the proximal to the plate, in the 2nd hole from the tip. The surgeon used another 4-hole plate without bending and completed the surgery successfully within 30 minutes delay. There were no broken fragments left in the body. No further information is available. This report is for one (1) va-lcp olecr pl 2.7/3.5 le 2ho l90 tan this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hrs device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: is a j&j employee. Postal code (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.